Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy intraperitoneally (ip) for chronic renal failure. In (B)(6) 2011, the patient experienced peritonitis manifested as abdominal pain during filling. The cause of the peritonitis was not reported. Remedial treatment for the event of peritonitis was unknown. At the time of this report, the patient was not yet hospitalized but was scheduled to be hospitalized on (B)(6) 2011. It was not reported if the event of peritonitis resolved or whether dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.